Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 248mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump had missing address/serial number label graphic design layer, missing end cap sticker and cracked reservoir tube lip.